Manufacturer narrative:
(B)(4). The customer reported that the device did not recognize the q-CPR puck and therapy cable during a patient event. There was no allegation that device behavior impacted patient outcome. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the issue. We will consider this a malfunction related to an intermittent electrical connection between the therapy cable an therapy port.

Event description:
The customer reported that the device did not recognize the q-CPR puck and therapy cable during a patient event. There was no allegation that device behavior impacted patient outcome.